Event description:
The user faciilty reported the intracranical pressure monitoring catheter was zeroed prior to insertion and placed. Immediately after placement the catheter did not function. The catheter did not show intracranial pressure reading. Once the catheter was replaced with a new one, intracranial pressure monitoring was acheived with no further issues.